Manufacturer narrative:
Other text: h-10 igation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 . Functional testing revealed speaker failure as sound was distorted and low in volume. Unable to determine cause of event. Action was taken to replace the piezo rear speaker. The over all condition of the device revealed minor scratches on the lcd lens. Device then went on and passed all functional testing. H-10 updated h 6 and event date b 3.

Event description:
Additional information received via email on (B)(6) 2020: no patient involvement. Event details updated. Evaluation completed and summarized in h10.

Event description:
Information was received indicating that a smiths medical pump's sound is low. There were no reported adverse events.